Event description:
The doctor claims the following: the graft was implanted for a femoral-popliteal bypass procedure due to a chronic cap of the scoliostic femoral artery. Following the distal and proximal anastomosis, and after adminstering protamine to counter the heparin, and declamping the vessel, the graft was observed to diffusionally leak blood throughout its wall for its entire length. There was no leakage from either anastomosis. The duration of the leakage was between 15 and 20 minutes. Afterwards the leakage spontaneously stopped on its own. Post-operative redon drainage from the implant area was approx 150 ml daily for 3 days (the pt was bleeding for 3 days). The drainage became minimal and was then removed. In 2005, co received the following additional information: the pt's post-operative condition and clinical outcome were reported to be fine and the pt stabilized despite the extended period of drainage.